Event description:
Reportedly, an annuloplasty ring was explanted at implant and replaced by a valve in an attempt to correct mitral regurgitation. The customer reported that a physio ii ring 5200m28 was implanted for mitral valvuloplasty to correct mitral regurgitation on (B)(6) 2011. Tricuspid annuloplasty (tap) with mc3 4900t30 was also performed in the same procedure. After implant of the ring, mitral regurgitation +2 was observed on echo. A perimount plus 6900pj25 was implanted as a replacement. The customer commented that this explant was unexpected but not device related.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Method: device not returned, discarded. Additional manufacturer narrative: the device will not be returned as it was discarded at the hospital. The device history record review is in process. On (B)(6) 2011 the sales rep learned that the patient had been taken off bypass during the course of this explant. No additional information is available, no patient, echo or operative report was provided.